Event description:
The hydraulic pump is allegedly leaking and the consumer is afraid to use the lift. The pump has been replaced on several occasions and the entire lift has been replaced under warranty twice. No injury is alleged.

Manufacturer narrative:
(B)(4) retrospective review of this file based on protocol (B)(4) determined this is an MDR. (B)(4) had been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) was approximately 2 years and 4 moths old at the time of the incident. The owner's manual part number 1078987 I (jun-06) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The hydraulic pump was bad and was replaced on three occasions under warranty. The lift was also replaced three separate times. I offered the dealer to bring the unit back for an inspection and evaluation and credit them for the lift. I also offered to credit the dealer the amount that they received in reimbursement from medicare so that the consumer can purchase another vendor's lift. (B)(6) will be sending an invoice outlining the amount.